Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation auto bipap with allegations of kidney disease/toxicity. There was no report of medical intervention. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.